Manufacturer narrative:
Age at the time of event: (B)(6) years or older.

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.50x16mm synergy xd drug-eluting stent was advanced to treat the lesion. However, there was difficulty in advancing the device and upon pushing it to the proximal of the lesion, the stent had dislodged. The stent moved to the proximal side of the stent delivery catheter inside the guideliner. The stent was successfully retrieved together with the non-bsc guide extension catheter that was used for delivery. The procedure was completed with a different size synergy. There were no patient complications nor injuries reported.